Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged one day post implant and an unscheduled transmission was received a few days later due to out of range r waves which dropped. It was noted that no further alert were seen when the r wave further dropped. A request was made to boston scientific technical services (ts) for review. No adverse patient effects were reported. Boston scientific technical services (ts) discussed that case and how alerts work, also noted that no additional evidence of an r-wave which was lower then the initial alert was noted. Ts noted that this low value may have been observed when the patient was reviewed in-clinic.

Event description:
The lead was repositioned and the patient was discharged. No additional adverse patient effects were reported.